Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade ii-iii alongside breast discomfort diagnosed via ultrasound and MRI and confirmed during explant surgery. The device was explanted with capsulectomy and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade ii-iii alongside breast discomfort diagnosed via ultrasound and MRI and confirmed during explant surgery. The device was explanted with capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.